Event description:
Rn reports home pt (hp) with leak noted at connection of transfer set and titanium adapter. Hp had peritoneal dialysis catheter replaced on 4/2/99 and leak was noted 10 days later. Hp reported incident to rn and the transfer set was changed by the rn with no pt injury or medical intervention reported.